Event description:
Additional information on event reported: the customer stated "it looks like the issue occurred on (B)(6) 2020" . It is unknown what other devices were being used. However, the device was loose at the connection and the device had to be held and the intended procedure was able to be completed. No patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Communication with the customer further described the device preparation they have conducted prior to the procedure: the device was inspected prior to use. There was no damage or abnormalities observed. There were no errors, alarms, warnings or alerts received. The settings were found to be correct. The settings were unknown. There were no coils, kinks or bunches observed in the cable. This was actually a new cable. The objective lens was no dirty. There were no foreign objects such as detergent remnants, hard water residue, finger grease, dust and lint in the electrical contacts. The device is being stored hanging. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presumed that corrosion occurred due to adhesion of moisture or storage environment, resulting in occurrence of this event. It is likely that external force was applied to the distal end. It is presumed that this event was caused by applying the external force to the distal end. As stated on the IFU (instruction for use) the user manual states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Device image was determined to be flickering during inspection. The image was found with one (1) broken element and heavy corrosions were observed on the device connector unit. In addition, the control knob was determined to be have low tensions and the probe unit was found to be damaged. The identified parts were replaced, device was repaired. Once completed, the device passed all required testing and specifications. Reported failure was confirmed. Root cause likely attributed to maintenance and or users handling issue.

Event description:
It was reported during an unspecified procedure the device exhibited image disruptions due to connection failure. As described by the reporter, the connector was loose after attempting to plug and lock in the video cable resulting in poor image quality (fuzzy and contrast). No further details provided. No patient harm or injury reported